Event description:
The customer observed falsely elevated magnesium results on alinity c processing module for one patient. The one result example provided were: on (B)(6) 2024, sid (B)(6), initial=3.6 mmol/l /repeated=0.8 mmol/l. Laboratory reference range for magnesium=0.65 to 1.0 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
The abbott customer support representative reviewed instrument logs and suggested to the customer replace the sample probe. The customer replaced the sample alnty c-sample probe sc (ln 04s53-01) which resolved the issue. A review of the alinity c processing module, serial number (B)(6) service history revealed no additional false elevated magnesium results reported on the alinity c, serial # (B)(6) after the current ticket was reported. A review of complaint and trending data for the alinity c processing module did not identify any similar issues described in this complaint. Additionally review of complaint and trending data associated with the alnty c-sample probe sc (ln 04s53-01) did not identify an increase in complaint activity. The alinity ci-series operations manual addresses operational precautions and limitations. The operations manual also provides probable causes and corrective actions for decreased concentration and erratic assay results and provides instructions for the removal, the replacement, and the verification of the alnty c-sample probe sc. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity c processing module, serial number (B)(6), or the sample probe sc.

Event description:
The customer observed falsely elevated magnesium results on alinity c processing module for one patient. The one result example provided were: on (B)(6) 2024 sid (B)(6) initial=3.6 mmol/l /repeated=0.8 mmol/l; laboratory reference range for magnesium=0.65 to 1.0 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6).all available patient information was included. Additional patient details are not available.an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.